Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21026402; medical device expiration date: 2024-02-19; device manufacture date: 2021-02-19. Medical device lot #: 21026482; medical device expiration date: 2024-02-20; device manufacture date: 2021-02-20. Medical device lot #: 21085413; medical device expiration date: 2024-08-09; device manufacture date: 2021-08-09. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set was occluded. The following information was provided by the initial reporter: lipid tubing continues to beep occluded, lipids are getting clogged in tubing.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set was occluded. The following information was provided by the initial reporter: lipid tubing continues to beep occluded, lipids are getting clogged in tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 20-jul-2022. The following fields have been corrected: d.4. Medical device lot #: unknown, d.4. Medical device expiration date: unknown, h.4. Device manufacture date: unknown. H6: investigation summary: one sample was received with the customer's multiple complaints concerning the 10010453 set. The set received was leaking at the filter upon priming verifying the customer's complaint. To further investigate any possible root cause, the set was then sent to the filter supplier. The supplier confirmed that the filter leaked and then washed the set of all substance that had accumulated during clinical use. Once the filter was cleaned, the filter no longer leaked and performed with normal function. The root cause of this failure is unknown at this time but the suppliers and manufactures of this set and filter are working diligently to end the occurrence of this issue. No other samples were received or tested. Due to this, the other complaints except for filter leak cannot be verified and the root cause remains unknown. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h10.